Event description:
It was reported that a patient had a low impedance message when diagnostics were performed. It was later reported that the patient was also experiencing discomfort when the vns device fired. No further information has been received to date. No known surgical intervention has occurred to date.